Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was not charging and the pocket was swollen, tender, and red. The patient underwent an ipg revision procedure.